Event description:
It was intended to use a sprinter legend 3.00 x 12 mm balloon to treat a patient. The device was removed from the packaging and inspected with no issues identified. It is unknown if negative prep was performed. It is reported that the device would not deflate at the lesion site. No reported patient complications. Evaluation summary: the distal tip was flared. The previously inflated balloon was partially deflated. The balloon bond was necked. Negative purge was carried out on the device and no leak was detected. An attempt was also made to inflate the balloon but this was unsuccessful.

Manufacturer narrative:
(B)(4).